Event description:
MFR became aware of pt death and evaluated avaialble info against current procedures. In an effort to obtain add'l info, certificate of death was requested, received and reviewed by MFR. Cause of death is listed as terminal seizure. Autopsy results are pending. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.